Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for norovirus and cryptosporidium. The customer database was provided to bd service specialists and quality for further analysis which revealed some evidence of true low level amplification and also evidence of normalizer drift while the customer runs interleaved runs. A low positive amplification can be the result of contamination or it can be inherent to the sample. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts to correct the issue. The customer was also advised to run environmental swabbing to test for contamination. During this testing, environmental contamination of rotavirus was found. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Environmental contamination is an additional root cause to some of the false positive results. No new risks, trends, or hazards were identified through this complaint. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that bd max¿ system, bd max¿ instrument were unable to confirm to positive results. The following information was provided by the initial reporter: two cryptosporidium positives that have neither been confirmed nor denied were indeed unable to confirm positive results (cryptosporidium / noro) of run 649/650.

Manufacturer narrative:
PMA/510k info: k111860, k130470 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument were unable to confirm to positive results. The following information was provided by the initial reporter: two cryptosporidium positives that have neither been confirmed nor denied were indeed unable to confirm positive results (cryptosporidium / noro) of run 649/650.